Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an interventional endovascular treatment using a 8f sheath. Reportedly, when the knot was advanced with the suture trimmer on the first proglide, the suture was chewed by the trimmer and the suture broke. A second proglide device was attempted, but when the plunger was removed the suture came out with the knot unraveled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under a separate medwatch report number.